Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-06191, 1627487-2013-06192. It was reported the pt is no longer the scs system. The pt reported that it does not help relieve his pain. The pt also stated that he has never felt enough relief and would like to have the system explanted. The pt asked to contact the sjm representative and plan the explant of the system in the future.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.